Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported pump stoppage and no external power alarm could not be conclusively determined. Analysis of the submitted system controller log file revealed low battery hazard alarms on 10/03/2016 at 20:11, 20:34, and 20:38 that were triggered in response to both system controller power leads simultaneously being disconnected from battery power. The absence of external power to the system led to the activation of the emergency backup battery (ebb). These alarms resolved once power was restored. A driveline disconnected alarm was then captured on 11/04/2016 at 17:01:13. The driveline was ultimately reconnected at 17:32:26. The pump remains in use supporting the patient and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s previous percutaneous lead replacement referenced in the medwatch report was reported under medwatch MFR. Report # 2916596-2016-00091. Approximate age of device ¿ 2 years and 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was hospitalized for a left total knee replacement. On (B)(6) 2016, upon interrogation of the device in the operating room, multiple pump stoppage events, and no external power and driveline disconnect alarms were observed. The patient had a previous percutaneous lead replacement. The patient was placed on an ungrounded patient cable. Review of the submitted log file by a representative of the manufacturer's technical service team revealed that the patient disconnected the driveline for approximately 30 seconds and then reconnected the driveline. The log file was otherwise unremarkable. On 11/16/2016, the medical providers reported that the patient was discharged from hospital and there are no further alarms. The patient was given further education on the lvad and will be monitored. No additional information was provided.